Event description:
Per the clinic, the patient sustained a head trauma and experienced vertigo and a performance decrement. Reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2018 and the patient was reimplanted with a new device during the same surgery.